Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no adverse impact to the patient's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.